Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to the sdi cable being connected incorrectly. The event can be detected/prevented by following the instructions for use which state: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. (Evis exera iii video system center olympus cv-190 instruction manual_chapter 3 installation and connection of the device_3.1 precautions for installation and connection of the device_caution). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
E2 e3- information unknown. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed that the serial digital interface (sdi) in from the cv-190 was wrongly connected to the sdi in on the monitor. Tac instructed the customer to move the cable from the sdi in port on the cv-190 to the sdi out 2 port on the cv-190. Afterwards the issue was resolved, and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.